Event description:
It was reported that the clip applier deployed clips at an angle causing the clips to "off set" and put one side out ahead of the other. It was later reported that the device had been used on a patient during a laparoscopic gall bladder removal. The clips went across the common duct and common artery but "criss-crossed" once applied. The clips were removed safely, and there was no injury to the patient. The health care professional used another device to complete the procedure.

Manufacturer narrative:
Final device investigation detected no device failures. The device passed all functional tests. The clips passed all visual inspection (pinching) criteria.